Event description:
Based on information from the provided medical records: (B)(6) 2011 - patient underwent laparoscopic ventral incisional hernia repair with sepramesh. On (B)(6) 2011 - patient underwent diagnostic laparoscopy converted to open laparotomy with wash out and removal of sepramesh. No evidence of small bowel or colon leak or injury. Murky fluid draining from transfacial mesh sutures. Postoperatively transferred to critical care, sepsis, and respiratory failure. On (B)(6) 2011 - extubated and transferred to the floor in stable condition. Initial (B)(6) culture and stool culture was negative, a second culture was positive. Home care wound vac treatments ongoing three days a week.

Manufacturer narrative:
Based on a review of the provided medical records, the patient was treated for an incisional ventral hernia using a bard sepramesh on (B)(6) 2011. On (B)(6) 2011, the patient underwent an exploratory laparoscopy after reporting abdominal pain. There was no evidence of small bowel or colon injury or leak, and no evidence of perforation. The mesh repair was noted to be intact without evidence of purulence. A gram stan did not show signs of growth. The surgeon noted a murky fluid draining from the transfacial sutures securing the mesh. The mesh was explanted during this procedure, however, there was no indication that the device had failed. Postoperatively, the patient was taken to critical care for sepsis and respiratory failure, and was returned to the floor in stable condition on (B)(6) 2011. Currently, it is unknown whether the mesh may have contributed to the alleged event. There were no signs of infection and no indication of a device failure. The source of the murky fluid around the sutures used to secure the mesh was not identified. Without further information regarding the patient's condition, no conclusion can be drawn.